Event description:
It was reported that the patient experienced persistent hyperglycemia following a supply change on an ilet system using a cd infusion set, with no occlusion alerts noted and a fingerstick glucose of 438 mg/dl; the caregiver was advised to perform a full supply change and the agent planned a one-hour follow-up. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for troubleshooting and education with guidance to replace supplies. Investigation included a review of device alarm history and user-directed troubleshooting. Investigation of this case revealed no device alarms indicating occlusion and an unclear cause for the hyperglycemia. It was concluded that the event involved hyperglycemia with cause unclear and that user-directed corrective action was taken. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.